Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - all the parts were removed due to an infection. The surgeon then decided to replace everything with an antibiotic spacer.